Event description:
It was reported when the devices were used during a roux-en-y gastric bypass, it did not produce staples on the right side of the staple line. The case was completed using sutures. There was no pt consequence.